Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found a fractured anchor next to the distal end of the inner insertion shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the material properties and that a material certificate of analysis (coa) is required for raw material. Coa should have material name, date of manufacture, supplier lot number, manufacturer´s part number and state material compliance to astm f2026. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information: a1, a2, a3, a4, b5 corrected data: h6: health effect - clinical and impact code.

Event description:
It was reported that during an arthroscopy, the footprint ultra suture anchor tip was fractured during surgery. The broken pieces were removed using suction. The procedure was completed using a s+n back up device in an additional bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the footprint ultra suture anchor tip was fractured during surgery. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.